Event description:
Hello my name is (B)(6) and I had a hip revision on (B)(6) 2012 and that was the second one. I had a total in 2000, and a revision in 2001; all biomet. The (B)(6) 2012 still gives me pain to this day. Feels like it is going to give out on me. I have pain in the groin down the back of the left leg. I have difficulty walking, performing housework, bending, I can't lay on it, the wire and cable set are stryker, ref- 67040210, lot-37079201 and two doctors said the wire needs to come out but the biomet is ref-650-1057, lot 316860, biomet ref 650-1062, lot 525920, biomet ref-108323, lot -211480. This product has given me pain 365 days and some it wakes me up every night and I mean every night. Pain down the back of my left and there is a radiating pain that goes to my chest and the biomet from 2001 was a failure. This product needs to come out and this would be the fourth one. This product really needs to be recalled. The doctors think this problem may be from the device. You can contact me at (B)(6). Thank you very much, (B)(6). Reason for use: left hip revision due to failure of hardware. Left hip revision.

Event description:
Additional info received from the reporter on 01/22/2014: the pain wakes me up every night and then I get tingling in the middle of my chest. Doctor michael rill has order an EKG. The doctor that put this in is reluctant to take it out. I am in pain everyday all day and night. Every hip device has been biomet. Someone needs to recall these biomet before it causes death.